Manufacturer narrative:
The astral device was returned to resmed. Evaluation confirmed the reported complaint. Device was returned to customer unrepaired due to device showed signs of improper maintenance and storage based on evidence of insect infestation on main circuit board and throughout inside of device. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference#: (B)(4).

Event description:
It was reported to resmed that an astral device displayed a battery error alarm. There was no patient harm or serious injury reported as a result of this incident.